Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the interior surface of the glenoid had scratches and wear marks. One corner appears to be heavily worn and is cracking and chipping. The outside surface (peg side), show no marks of damage. The most likely caused is the wear and tear between the glenoid and the humeral head.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that patient underwent an insertion of an eclipse prosthesis with universal glenoid on (B)(6) 2016. After two years the ar-9121-01 glenoid inlay is partly rubbed and damaged. The patient was reported to have been doing well after surgery with a normal healing process. The patient began complaining about pain spreading to the ventral upper arm. He had this pain for about 4 weeks prior to (B)(6) 2019. The patient experienced no trauma. The patient underwent pain medication but there was no improvement. It was reported that the patient had no fever with relation to this incident. On (B)(6) 2019 there was a revision surgery where the pe inlay was exchanged and in addition ar-9343-18 humeral head was exchanged also. Update (B)(6) 2019: ar-9343-18 was exchanged because this needed to be removed for the exchange of the inlay. Revision surgery was finished successfully.